Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (Fse) field service engineer went on site and confirmed there was significant xdcr drift. (B)(4).

Event description:
The customer reported volumes unstable on the vela ventilator, 200 higher than the former setting. The customer reported trying to recalibrate the exhaled flow transducer but it did not correct the issue. The customer did not report any patient involvement.